Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose was 179 mg/dl.